Event description:
It was reported that a vns pt's generator had been reset to 0ma as a result of an inappropriate burst watchdog timeout. The reporter indicated that the pt had been unable to perceive vns stimulation and had experienced an increase in seizures, due to the reset event. A software upgrade was successfully performed on the pt's generator, which will prevent the occurrence of any additional errant burst watchdog timeout declarations, thus the pt's generator should not experience any further resets, due to this mechanism. Good faith attempts for additional info have been unsuccessful to date.